Event description:
It was reported that during use of the implantable pulse generator (ipg) the patient experienced cardiac arrest, arrhythmia, chest tightness and dizziness. The electrocardiogram (ECG) revealed ventricular missed beats that showed no time correlation,and occasionally displayed dropped several beats consecutively. The cause of the missed beats is unknown at this time. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.